Manufacturer narrative:
Additional information received; the author reported that there was no apparent relationship between the adverse events and the medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿long term follow up of abdominal aortic aneurysms treated with endovascular aneurysm sealing (evas) and endovascular aneurysm repair (evar): a single centre retrospective cohort¿  simen tveten berge, konstantin valerievitch naletov, sven ross mathisen, ejves vascular forum, volume 64, 2025, pages 50-56, https://doi.org/10.1016/j.ejvsvf.2025.05.003. A.2 <(>&<)> a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿long term follow up of abdominal aortic aneurysms treated with endovascular aneurysm sealing (evas) and endovascular aneurysm repair (evar): a single centre retrospective cohort¿ the time frame of this study was over a three-year period. Endurant ii and non-mdt stent grafts were implanted in the endovascular treatment of aaa¿s on unknown dates. The outcomes of this patient cohort were compared with those who were treated with a non-mdt endovascular aneurysm sealing system.  The following adverse events occurred: infection, occlusion, blood loss, pneumonia, aneurysm expansion, aneurysm rupture, thrombus, intervention. No further information was provided pertaining to medtronic products.